Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the data for sample ID (B)(4). Hsc found that the quality control (qc) was in range and without evidence of imprecision or outliers. The fluid level of the initial run was low, an indicator of improper sample fluid placement across the sensor. The fluid verify measurement was consistent for the repeat tests. Hsc did not find any process errors at the time of the initial sample run. The cause of the falsely elevated sodium (na) and chloride (cl) results is sample specific due to poor sample quality and the presence of gel, fibrin, and/or cellular material that impacted the proper imt (integrated multisensor technology) dilution and processing. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on a patient sample on a dimension vista 1500 instrument. The initial results were not reported out to the physician(s). The same samples were repeated on the same instrument twice and once on another dimension vista instrument. The repeats resulted lower. It is unknown if the repeat results were reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium (na) and chloride (cl) results.